Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and ¿capsular contracture baker grade IV¿.

Event description:
Healthcare professional reported "deflation". Healthcare professional later "textured biocell implant". Healthcare professional reported later ¿capsular contracture baker grade IV¿. This record is for the left -side. Device has been explanted.

Event description:
Healthcare professional reported left side biocell, and capsular contracture, baker grade IV. Additionally healthcare professional confirmed deflation did not occur on this side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1; b5; d1; d3; d4; d6a; d9; h3; h4; h6.